Event description:
It was reported that a pediatric user experienced sustained hyperglycemia for more than three hours after a recent infusion set change, with the set placed on the abdomen rather than the usual site, and blood glucose rose to a reported peak of 345 mg/dl before beginning to trend down following another site change and resumption of insulin delivery. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included self-management at home without backup therapy, ketone testing, or medical intervention. Investigation included case review and troubleshooting education, with follow-up confirming downtrend in glucose after the corrective site change. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no alarms reported, and the prior cannula was reportedly straight on removal. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.